Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer's pump case was broken, and subsequently the pump fell resulting in the pump touch screen becoming shattered. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.